Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopy, two (2) q-fix anchors broke and pulled out of the bone when the surgeon was pulling down the repair suture. The correct drill and drill guide was provided and the correct anchor deployment technique was applied to both affected anchors. The procedure was performed, after a non-significant delay, using an equivalent s+n back-up. No further complications were reported. Additional anesthesia was not required as consequence of the surgical prolongation.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: additional information on b5 & h6 (health effect - clinical & impact codes).

Event description:
It was reported that during an arthroscopy, two (2) q-fix anchors broke and pulled out of the bone when the surgeon was pulling down the repair suture. The correct drill and drill guide was provided and the correct anchor deployment technique was applied to both affected anchors. Both anchors came out completely by themselves, no tools were necessary for removal. The procedure was performed, after a non-significant delay, using an equivalent s+n back-up in an additional hole, the previously drilled hole was left empty. No further complications were reported. The patient's status is fine. Additional anesthesia was not required as consequence of the surgical prolongation.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The insertion device has no visible defect. The anchor and one partial blue minitape were returned. The minitape has fractured at the anchor. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that packaging and storage requirements are specified, knot pull strength should be certified and each shipment must be accompanied by the manufacture's certificate of conformance. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (improper/excessive force on the device or attempted correction of a damaged device). Based on this investigation, the need for corrective action is not indicated.